Manufacturer narrative:
Age at time of event: 18 years old or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The non-totally occluded, 48mmx3.0mm, eccentric, de novo target lesion with a bend between 45-90 degrees was located in the moderately tortuous and severe calcified left anterior descending artery. A 3.00x48mm synergy drug-eluting stent was advanced to treat the lesion. However, the device could not cross the lesion and upon removal, it was noted that the tip of the stent struts was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.